Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature baby ('e-babygirl is in nicu') in a female patient whose mother had inserted essure during pregnancy. Other product or product use issues identified: foetal exposure during pregnancy "foetal exposure during pregnancy". Last menstrual period and estimated date of delivery were not provided. On an unknown date, the mother had essure inserted. On an unknown date, the patient was diagnosed with premature baby (seriousness criterion medically significant). At the time of the report, the premature baby outcome was unknown. The reporter considered premature baby to be related to essure. The reporter commented: this case is linked to mother case (B)(4). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: the event "foetal exposure during pregnancy" was added in the case. Event premature baby was upgraded to serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.